Manufacturer narrative:
(B)(4). Additional method code ¿ 3372. The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-94 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a swollen main battery. The main battery was replaced to resolve the confirmed issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f-94 alarm. There was no patient involvement. . No additional information is available.